Manufacturer narrative:
Concomitant products: product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that there was an 513 error code on the patient programmer. The manufacturing representative interrogated the implantable neurostimulator (ins) with the clinician programmer and found the original settings were deleted. The manufacturing representative was able to reprogram the ins and everything was operating fine.